Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6)2025. The sensor's site is the left arm. It was confirmed that an incision was made to attempt to remove the sensor. At the time of the call, the user was doing fine, but tired.sensor was palpable before the incision. Transmitter and ultrasound weren't used to localize the sensor and only magnet was used to localize the sensor.however, the sensor was successfully removed during second removal attempt.as per dms, user is currently using the system with the new sensor and receiving up to date information.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense 365 user guide mentions about it under "risks and side effects". The user reported an unsuccessful removal attempt of the sensor on (B)(6)2025. The sensor's site is the left arm. It was confirmed that an incision was made to attempt to remove the sensor. At the time of the call, the user was doing fine, but tired.sensor was palpable before the incision. Transmitter and ultrasound weren't used to localize the sensor and only magnet was used to localize the sensor.however, the sensor was successfully removed during second removal attempt.as per dms, user is currently using the system with the new sensor and receiving up to date information.this incident does not require any further investigation.